Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. The unit returned had catheter damage (detached from the sheath assembly), only a portion to the sheath was returned. The telescope assembly and imaging core were not returned for analysis. Device analysis revealed a damage on the guidewire exit port assembly. Kinks were observed in the sheath assembly from the femoral marker to the proximal end. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter stuck in stent and catheter removal difficulty occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified proximal to middle of left anterior descending (lad) artery. An opticross" imaging catheter was selected for use. During the procedure, the physician tried to advance the opticross" to the mid lad, however, the device failed to cross the lesion. Dilation was then performed using a 2.0x10 non-bsc balloon catheter. A second attempt was made but still the opticross" was unable to cross the mid lad. A 6f non-bsc guide extension catheter was used then the opticross" was finally able to cross the mid lad. The physician then implanted the 2.5x12 synergy stent. After which, the opticross" was crossed to visualize the mid lad then a 2.5x8 no-bsc balloon was used for post-dilation. Upon removal of the opticross", the device cannot be retrieved. The physician tried to advance the opticross" to the distal lad but the tip cannot be pulled from the area near the stent edge. The physician attempted to advance the 6f non-bsc guide extension catheter to the tip of the opticross" imaging catheter, but it failed to advance. Another non-bsc guidewire was inserted, but when the non-bsc micro catheter and a balloon catheter were inserted, the devices failed to advance. The physician then cut the opticross", removed the transducer then inserted a 0.025 inch non-bsc guidewire however, the guidewire only entered about 3cm to 4cm from the tip and it seemed to be out of the catheter. The 0.025 inch non-bsc guidewire was then replaced with a 14 inch non-bsc guidewire but the same issue occurred. The physician then removed the 6f non-bsc guide catheter and the 6f sheath while leaving the opticross" imaging catheter and the non-bsc guidewire. The physician changed the sheath with a 7f sheath then delivered the 5f non-bsc guide catheter to the aorta. It was then confirmed by the physician that the opticross" marker moved proximally and then successfully removed the opticross" from being stuck. However, the procedure was not completed due to another reason. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter stuck in stent and catheter removal difficulty occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified proximal to middle of left anterior descending (lad) artery. An opticross" imaging catheter was selected for use. During the procedure, the physician tried to advance the opticross" to the mid lad, however, the device failed to cross the lesion. Dilation was then performed using a 2.0x10 non-bsc balloon catheter. A second attempt was made but still the opticross" was unable to cross the mid lad. A 6f non-bsc guide extension catheter was used then the opticross" was finally able to cross the mid lad. The physician then implanted the 2.5x12 synergy stent. After which, the opticross" was crossed to visualize the mid lad then a 2.5x8 no-bsc balloon was used for post-dilation. Upon removal of the opticross", the device cannot be retrieved. The physician tried to advance the opticross" to the distal lad but the tip cannot be pulled from the area near the stent edge. The physician attempted to advance the 6f non-bsc guide extension catheter to the tip of the opticross" imaging catheter, but it failed to advance. Another non-bsc guidewire was inserted, but when the non-bsc micro catheter and a balloon catheter were inserted, the devices failed to advance. The physician then cut the opticross", removed the transducer then inserted a 0.025 inch non-bsc guidewire however, the guidewire only entered about 3cm to 4cm from the tip and it seemed to be out of the catheter. The 0.025 inch non-bsc guidewire was then replaced with a 14 inch non-bsc guidewire but the same issue occurred. The physician then removed the 6f non-bsc guide catheter and the 6f sheath while leaving the opticross" imaging catheter and the non-bsc guidewire. The physician changed the sheath with a 7f sheath then delivered the 5f non-bsc guide catheter to the aorta. It was then confirmed by the physician that the opticross" marker moved proximally and then successfully removed the opticross" from being stuck. However, the procedure was not completed due to another reason. No patient complications were reported.